Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the left cylinder connecting tube was noted. The pump was removed and replaced and there were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the left cylinder connecting tube was noted. The pump was removed and replaced and there were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected, leak and functionally tested. No leaks were identified; however, the component did not pass activation test during functional evaluation. Additionally, it was noted that the component tubing was not returned as it was cut down to the pump block. Based on the information available and analysis results, the pump not passing functional examination could have caused or contributed to the reported clinical observation of device not working properly. Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4).